Event description:
The physician used a diagnostic catheter as a guide catheter coaxially with a neuron delivery catheter. The physician did not use the peel away sheath provided with the neuron. After the physician placed the neuron, he removed the diagnostic catheter and attached the neuron to the rhv. When the physician started flushing, he noticed a leak and then a break in the proximal area of the neuron. The physician used a new neuron with the diagnostic catheter and the procedure was successful.

Manufacturer narrative:
Device investigation: the catheter is broken at the beginning of the strain relief spiral cut approx 3.0 cm from the hub-shaft joint. The two pieces are connected by the structural wires. The catheter is non functional. Conclusion: the complaint and subsequent communications with the physician indicate that the break was first noticed as a leak after the neuron was attached to the rhv once the delivery catheter was in position in anatomy. It is unclear whether the break was present out of box or if it was the result of handling when positioning in the pt. The complete separation and unwrapping of the support wire likely happened when the catheter was removed or as a result of post-event handling.